Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that after receiving excessive sonsor error alarm, she attempted to remove sensor and the cannula was missing. Customer was not sure if cannula remained in her body. Customer's blood glucose was 152 mg/dl. Customer reported that the introducer needle was very difficult to remove. Customer was advised to consult with health care professional for treatment and x-ray to determine if cannula was still in the body. Sensor would be replaced.

Manufacturer narrative:
Reliability analysis inspected one opened/used enlite sensor and found the sensor cannula bent inside the sensor. Unable to confirm that the customer received the sensor in said condition due to the product being returned opened/used. Found the sensor whole with no broken or missing parts.